Event description:
Additional information was received from a manufacturer representative (rep). It was reported that an x-ray was performed prior to the procedure and it appeared that the system was intact. It was also confirmed that when the impedances were found,the connector was wiped off and was reconnected, but the issue was no resolved. The manufacturer representative (rep) also stated that the patient was closed and the health care provider (hcp) would attempt to program around the high impedances; no surgical interventions are planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that when the patient was then implanted with a new ins, impedances were run at 1.5 and 3.0v, with the following impedances found at 3.0v. C + 0 = 4226, c + 1 = 1 7268, c + 2 = 8345, 0 + 2 = 7025, 0 + 3 = 4108, 1 + 2 = 9075, 1 + 3 = 7392, 2 + 3 = 8106, with c + 3 and 0 + 1 normal with respective values of 460 and 3881. The ins was then disconnected, wiped off, and re-connected with impedances ran again and showing mostly high. The incision was closed and the patient is planned to be programmed in the 2 weeks following date notified. At that time the rep will try to program around the high impedances. The healthcare provider (hcp) did not know the patient's prior settings as a prior physician was taking care of the patient. At this time there are no surgical interventions planned and the device is off until the aforementioned programming sessions. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.